Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 4" issue with a one touch ultra meter. The patient indicated that the alleged issue started on (B)(6) 2010, at 9:30 am. Ten minutes after the alleged issue began, the patient claimed that she developed a symptom of shakiness. The patient denied that she received any treatment because of the alleged issue. The alleged "error 2" issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.